Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported cracks/breaks on the inflation port of the hub and the leak were confirmed. The production record review was performed and revealed no indication of a product quality issue. A review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a coronary artery. When attempting to connect an unspecified indeflator to a 12x40mm armada 35 balloon dilatation catheter a crack was noted at the hub and leaked. Another balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.